Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Customer did not attempt to treat bg as customer was unaware bolus delivery could be manually overwritten if pump's basal iq feature was activated. Tandem technical support informed customer, customer acknowledged. Tandem technical support attempted multiple follow ups with customer, however, no response received.